Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial tachycardia approximately two weeks post implant. Tachycardia therapy was exhausted in the vt-1 therapy zone as a result. It was reported that the patient was holding their left arm up and running at the time of the episode. Programming changes were made to the therapy zones and the patient was hospitalized for overnight evaluation. No additional adverse patient effects were reported. This product remains implanted and in service.